Event description:
It was reported that the insulin pump alarmed button error. Prior to the alarm the customer changed the sensor and the device was alarming high blood glucose. The customer's blood glucose was 226 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with button response due to corroded keypad traces. No button error alarm. Insulin pump receive with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clop slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).